Event description:
It was reported that the lead exhibited undersensing. The sensitivity was set to 1.5 mv but the r waves were coming in at less than 1.0 mv. Sensitivity was reprogrammed to 0.5 mv for a 2:1 safety margin. A lead revision was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.